Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was suspected to be fractured, as there was a problem with the potentials. The mapping catheter was then replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: clinical files were analyzed, and a malfunction could not be assessed with clinical data. Product analysis findings do not indicate a manufacturing related defect. The mapping catheter was not returned for investigation. In conclusion, the reported ¿tip loop kink/twist¿ issue was unable to be investigated. Possible malfunction cannot be assessed with clinical data analysis. The mapping catheter was not returned for analysis and investigation. If information is provided in the future, a supplemental report will be issued.